Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the femoral popliteal bypass graft using an indigo system aspiration catheter 7 (cat7) and a non-penumbra sheath. During the procedure, while torquing the cat7, the cat7 broke in half. Therefore, the cat7 was removed. The procedure was completed using another cat7. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Correction: please note that the following sections were incorrectly reported on the initial MFR report and are being corrected on this follow-up report: 1. Section d. Box 1. Brand name. Evaluation of the returned cat7 revealed that the catheter was fractured, and the complaint was confirmed. The probable cause of the reported failure likely occurred due to torqueing the device during the procedure. If the cat7 is forcefully torqued during use, damage such as a fracture may occur. Further evaluation revealed that the distal shaft of the cat7 was curled, kinks in the catheter shaft and the rhv was damaged. This damage was incidental to the reported complaint and the root cause could not be determined. Penumbra products are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.